Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the fundus of the anterior endometrial cavity demonstrates embedded essure coils') and genital haemorrhage ('general bleeding') in a (B)(6) female patient who had essure (batch no. B40015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, insomnia, chlamydial infection, breast biopsy (2010) and toe operation (1999). Previously administered products included for an unreported indication: anemia and paragard. Concurrent conditions included overweight, uterine bleeding, abdominal adhesions, endometriosis, generalized anxiety disorder, uterine mass, menometrorrhagia, myomectomy, lethargy, polyp, nabothian cyst, multigravida and parity 4. Concomitant products included doxycycline, fluticasone since (B)(6) 2013, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, sertraline hydrochloride (zoloft) since 2010 and zolpidem tartrate (ambien) since 2010. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: uterine wall/devices were displaced with proximal extrusion into the myometrium"), 1 year 4 months after insertion of essure. On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilatation and curettage and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, depression, anxiety and weight increased outcome was unknown, the genital haemorrhage and abdominal pain lower was resolving and the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2014 insertion details: right, 8 coils in the cavity, left 9 to 10 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: total bilateral occlusion impression: successful essure device placement with occluded fallopian tubes. Normal end uterine and endocervical contours. Pathology test - on (B)(6): diagnosis: uterine fibroid: atrophic / inactive endometrium with an underlying nodule of myometrium, perhaps a portion of leiomyoma. Negative for malignancy. Endocervical curettage: abundant endocervical fc1ucus associated with fragments of benign endocervical glandular tissue. Negative for dysplastic or malignant changes. Endometrial curettage : weakly proliferative endometrium. Negative for endometritis, polyp, hyperplasia, or malignancy.; on (B)(6) 2015: diagnosis: fallopian tube, left, salpingectomy: unremarkable fimbriated fallopian tube. Fallopian tube, right, salpingectomy: unremarkable fimbriated fallopian tube with para tubal cysts. Uterus and cervix, hysterectomy: uterus (126 g) with weakly proliferative endometrium and 2mm sub serosal leiomyoma. Cervix with nabothian cysts intrauterine coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anemia, menorrhagia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: lot no. Was added. New events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression anxiety and mental anguish, blood or heart disorder/condition type: anemia, migration of essure device location of device: uterine wall, abdominal pain, weight gain, cramping were added. Event added from medical records: the fundus of the anterior endometrial cavity demonstrates embedded essure coils, devices were displaced with proximal extrusion into the myometrium. Outcome of event pelvic pain, abnormal bleeding and abdominal pain lower was updated as recovering/resolving. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Case is now incident. On 6-sep-2019: pfs received: new event - abdominal pain added. Outcome of event pelvic pain/ abdominal pain, anemia, general bleeding, abnormal bleeding were updated as recovered/resolved. Fu 2 & fu 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.